Event description:
It was reported that the right ventricular (rv) lead was found to be not capturing one day post implant. The lead was repositioned and capturing occurred without difficulty. It was also reported that while the lead was out of the device header, a polarity switch occurred on the rv lead. The lead was placed into the header and the device was placed in th pocket and the lead was not functioning until it was reprogrammed back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).